Event description:
Related manufacturer report number: 2017865-2022-39373. It was reported during in clinic follow up that atrial lead or right ventricular lead perforation was suspected. Echocardiography revealed pericardial effusion. The effusion was drained and both leads were successfully repositioned on (B)(6) 2022. The patient was stable.